Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch and to report device evaluation results. Product return date is january 6, 2015. Evaluation of the returned liner found evidence of damage that was likely caused by a tool during removal . Scratching of the inner diameter of the liner that is consistent with the presence of third body debris was noted. Deformation on the back side of the bearing was likely caused by contact with the locking ring or the edge of the cup, which suggests the liner was moving within the cup. There was also a large burnished region that may have been caused by third body debris. There are warnings in the package insert that state that this type of event can occur. ¿complete preclosure cleaning and removal of bone cement debris, metallic debris, and other surgical debris at the implant site is critical to minimize wear of the implant articular surfaces¿. Also, "prior to seating the liner into the shell component, all surgical debris, tissue fragments, etc must be removed from the interior of the shell components, as debris may inhibit the locking mechanism from engaging and securing the liner into the shell component."

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2014. Subsequently, a revision was performed on (B)(6) 2014 due to pain and a fractured acetabular liner. The modular head and acetabular liner were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, and/or excessive weight." Number 14 states, "postoperative bone fracture and pain." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.